Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was grasping a hard tissue or applying ,only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Consequently, during the examination outside the patient, the probe tip broke. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic-assisted colectomy, the error occurred. The physician checked the subject device, and then the probe tip of the subject device fell off outside the patient. The physician replaced the device with a similar device and the procedure was completed. There was no patient harm reported.